Manufacturer narrative:
(B)(4): the customer reported in the status log it stated that there was a problem with the therapy board. No pt harm was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported in the status log it stated that there was a problem with the therapy board. No problem harm was reported.